Event description:
Seven respiratory therapists and a few nurses had adverse reactions to the halyard fluidshield masks. Some reactions resulted in asthma attacks one of which required an ec visit, while others resulted in a facial rash and hives. Reactions were so widespread and severe that we discontinued use of this particular product. Manufacturer response for fluid resistant protection mask, fluidshield level 3 fog-free procedure mask, wrap around visor, orage (per site reporter). These masks have been swapped for a different product number. We are closely monitoring the use of these masks.